Manufacturer narrative:
Asp complaint ref #: (B)(4).

Event description:
A customer reported using cidex® opa solution past the 14-day reuse date and the instruments were released and used on patients. The customer stated the solution was tested prior to use and met the minimum effective concentration (mec). There were no reports of any injury, harm or infections reported. Per the instructions for use (IFU), cidex® opa solution may be reused for up to a maximum of 14 days provided the required conditions of ortho-phthalaldehyde concentration and temperature exist based upon monitoring described in the directions for use. Do not rely solely on days in use. Concentration of this product during its reuse life must be verified by the cidex® opa solution test strip prior to each use to determine that the concentration of ortho-phthalaldehyde is above the mec of 0.3%. The product must be discarded after 14 days, even if the cidex® opa solution test strip indicates a concentration above the mec. Although there is no patient harm or injury reported, advanced sterilization products has decided to report cases when the customer uses expired product and releases the instruments for use since high-level disinfection cannot be assured.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the batch history record, complaint trending of lot number, system risk analysis (sra), visual analysis, and supplier evaluation. ¿ the batch history record could not be reviewed as the lot number was not available. ¿ complaint trending by lot number could not be performed as the lot number was not available. ¿ the sra shows the risk for ¿exposure to biohazardous, pathogenic or infections material¿ is low. ¿ visual analysis was not performed as the product was discarded by the customer. ¿ the supplier was not notified since the issue was not identified as a manufacturing or functional issue. The likely assignable cause of this issue was due to an unintended user error. The customer reviewed the instructions for use (IFU) with the asp clinical education consultant and initiated action with their risk management and infection control at the facility. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).